Event description:
It was reported to philips that geometry could not move. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that there was geometry movements problem. A quote for evaluation of the reported issue was sent to customer, however customer did not approve the quote. As the customer decline the service request no additional information was retrieved and no work performed by philips. The codes were updated based on the investigation outcome.